Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient and manufacturing representative (rep) indicated that the pt last charged their implant 7 months ago and the implant would not charge. Pt kept on receiving the reposition antenna message. The rep met with the patient on (B)(6) 2021. And was unable to interrogate the ins. After a 2 hour physician mode reset, a normal recharge session was started. They plan to meet again to clear the power on reset (por). The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to get MRI compatibility information for a head scan. Pt reported that the battery is dead and will not charge. Pt stated that they are going to a pain specialist (managing hcp asked, and the pt stated it was dr. William bell) in nc to have another ins put in. Pt reported that they are "in so much pain, they cannot stand it". Pss asked and the pt stated all of these issues started about 7 months, to 1 year ago (asked, unknown). Pt noted that covid delayed everything. Reviewed MRI compatibility, as it pertains to labeling. Pt noted that they previously would see a the head-only eligibility screen when they got an MRI in the past, which pss reviewed. Advised the hcp call stim ts to discuss compatibility information further. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp reviewed MRI compatibility, as it pertains to labeling, and advised the hcp call stim ts ((B)(6)) for further assistance regarding scanning an ins in possible overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.